Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor wire broke and remained in the customer's body. Reportedly, the customer received medical attention at an emergency room in order to successfully remove the sensor wire from the body. No additional patient or event information was available. A root cause could not be determined.